Manufacturer narrative:
The lead has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements and loss of capture. It was noted that the patient had gone into a type of toxic shock and had fallen. The fall was not alleged to be related to the device. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported.